Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint bc190 flexitrunk infant nasal tubings from the hospital. We will provide a follow-up report once we have received the complaint devices and completed our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) product manager that two bc190 flexitrunk infant nasal tubings had a crack near the adaptor end. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). The complaint bc190 flexitrunk infant nasal tubings were not returned to fph for inspection. An attempt was made to obtain the complaint devices from the hospital but no response was received. Our analysis is based on the illustration provided by the hospital and the results of our previous investigations on similar complaints. Based on the illustration we received, the breathable films of the bc190 nasal tubings were torn. Without the return of the complaint devices, we were unable to determine definitively the root cause of the reported fault. However, previous investigations have shown that film damage can be caused by rough handling or incorrect use of support devices such as tubing holders. A lot check was not performed as lot information was not provided. All flexitrunk infant nasal tubings are visually inspected and pressure tested before they leave the production line, and any holes or leaks are identified during this process. Nasal tubings that fail any of these tests are discarded. This suggests that the damage occurred after the subject nasal tubings were released for distribution. The user instructions that accompany the flexitrunk infant interface illustrate in pictorial format the correct set-up and proper use of the nasal tubings, and state the following: "handle with care. Use caution when positioning or disconnecting the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is also included in the packaging to remind the user to take extra care when handling the flexitrunk infant interface products.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) product manager that two bc190 flexitrunk infant nasal tubings had a crack near the adaptor end. This was observed before use on a patient.